Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a 18f flexnav delivery system. The annular dimensions of the native valve were 26.5x20.5 mm, 415 mm², 74 mm. There was sufficient calcium to allow anchoring of the device. During procedure, the initial implant depth was 1-2mm, and the physician released the valve completely at a final implant depth of 1-2mm. The physician removed the delivery system and checked the valve with echocardiography, it showed the valve was migrated into ascending aorta. The navitor valve was removed via an open heart surgery and a new non-abbott valve was implanted. After the implant procedure, the patient required catecholamine. One and half hours later, the patient passed away in the intensive care unit. The cause of death was likely due to coronary occlusion and the open heart surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there were no intra-procedural difficulties, the implant depth was 1-2mm from the non-coronary cusp (shallower than the recommended 3mm), there was sufficient calcium to allow anchoring of the device, and there were no deployment or retraction difficulties. It was also noted that per the physician, the cause of death is suspected to be due to coronary occlusion following the open-heart surgery to explant the navitor valve. This event and provided imaging were reviewed by an abbott senior director of medical affairs. Based on available information, the reported embolization appears to be to be related to procedural conditions (combination of a high deployment, deep wire, tension on the delivery system and possibly undersized valve), per the medical review. A cause for the reported death could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were 26.5x20.5 mm, 415 mm², 74 mm. There was sufficient calcium to allow anchoring of the device. During procedure, the valve was implanted with a starting implant depth of 1-2mm. The valve was released with a final implant depth of 1-2mm. Upon removal of the flexnav delivery system, it was observed in echocardiogram the valve migrated into the ascending aorta. A non-abbott valve was implanted. Due to risk of coronary occlusion/obstruction, the patient underwent open-heart surgery to remove the navitor valve. After the implant procedure, the patient required catecholamine. One and half hours later, the patient passed away in the intensive care unit. The cause of death is suspected to be due to coronary occlusion following the open-heart surgery to explant the navitor valve.